Event description:
In simv (vol control)+pressure support the set frequency display intermittantly fluctuated, along with other digital displays. This problem was very spurratic. No patient injury resulted.